Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) following the implant procedure, the patient experienced discomfort in her left leg (described as cramping). Subsequently the lead was explanted after 5 hours of implant. Reportedly, the issue has resolved.